Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved replacement of the valve bypass aad valve manifold kit. Additionally, cleaning of the process pathway, optics and interior of the analyzer were completed. No additional discrepant results were reported. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Event description:
The customer observed a (B)(6) result while using the architect hiv ag/ab combo assay. The customer indicated the patient is known to be (B)(6). The following patient result data was provided (s/co): sid (B)(4), (B)(6). The customer stated the erroneous result was not reported. No impact to patient management was reported. No additional information was made available. Return material was not available.